Manufacturer narrative:
On march 4, 2021, mentor received two devices that are different from the initially reported suspect medical devices. The devices are the following: catalog: 3504504bc; lot: 7450948; sn: (B)(6) and catalog: 3504254bc; lot: 9527211; sn: (B)(6). Mentor are currently performing follow-ups and when clarifying information becomes available, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 14, 2020, mentor became aware that the patient also experienced implant rupture on the left breast implant and actually underwent bilateral removal and replacement on (B)(6) 2020 with two non-mentor implants. Rupture on the left side will be reported under mrn: 1645337-2020-12237. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with two 275cc mentor memorygel breast implants, suffered right breast implant rupture, post-operatively. The rupture was diagnosed via mammography. As a result, the patient underwent bilateral implant explantation on (B)(6) 2020.

Manufacturer narrative:
On october 9, 2020, the evaluation of the suspect medical device's photo was completed. Device investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).